Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: bd received 3 samples for investigation (material #367336, lot # 0241591). The samples were evaluated by functional testing and the indicated failure mode for leakage with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® push button blood collection set leaked. The following information was provided by the initial reporter: "leakage of blood from the needle shaft was noted by staff during blood taking. Staff was unable to fill the blood collec".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set leaked. The following information was provided by the initial reporter: "leakage of blood from the needle shaft was noted by staff during blood taking. Staff was unable to fill the blood collec"